Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the paramedics were called for assistance due to high blood glucose levels. The customer stated that her infusion set was pulled out of her site, causing her blood glucose to rise. The paramedics assisted her in changing the infusion set, but they kept the insertion device. Advised the customer that a replacement would be sent as a courtesy. Nothing further was reported.